Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone high blood glucose levels of 400 mg/dl. The customer states the pump is not allowing bolus to go through. Customer decline to trouble shoot. No further details are given. The pump will not return for analysis.